Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, post-paced t-wave oversensing was detected. The patient did not receive unanticipated therapy. Reprogramming was performed. Issue was resolved.